Event description:
It was reported that on (B)(6) 2008, the patient underwent a l4-s1 interbody fusion with peek cage filled with rhbmp -2/acs and morsellized autograft and the bilateral lateral allograft fusion using rhbmp-2/acs. On (B)(6) 2010, the patient underwent a thoracic laminotomy and placement of dorsal colum stimulator epidural electrodes and the programming of dorsal column stimulator device. The patient¿s pain reportedly did not subside and now suffers from severe injuries and damages, including chronic pain syndrome, leg pain, back pain, unwanted bone growth, obesity, cyst formation, bulging discs, and narcotic dependence.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following pre-operative diagnosis: lumbar radiculopathy, lumbar degenerative disk disease and diskogenic back pain. The patient underwent the following procedures: l4-s1 laminectomy. Bilateral foramenotomies. L4-5 and l5-s1 diskectomy. L4-s 1 interbody fusion with peek structural cage interbody graft filled with rhbmp-2/acs (bone morphogenic protein) and morcellized autograft. L4-s1 instrumented fusion with pedicle screw fixation. Bilateral lateral autograft fusion using morcellized autograft harvested from the laminectomy. Bilateral lateral allograft fusion using rhbmp-2/acs (recombinant human morphogenic protein). Intraoperative fluoroscopy. Electrophysiologic monitoring. Primary duraplasty impression: lumbar radiculopathy. Lumbar spinal stenosis. Severe back pain. Mobile spondylolisthesis. Degenerative disk disease. Obesity. Hypertension. As per op notes: ".....we then took the 10 x 22 peek graft and packed it with both morcellized autograft harvested from the laminectomy, as well as rhbmp-2 we under fluoroscopic guidance tapped it into the l4-5 disk space and turned it so it was in the anterior portion of the disk space. We then took our attention to l5-s1. Under fluoroscopic guidance, we then used successive placement of distractor trials until we got up to a 10-mm distraction at l5-s1, and under fluoroscopic guidance this appeared to be the adequate size. We then used a series of curettes and pituitaries to complete the diskectomy. We then took the 10 x 22 peek graft and packed it with both morcellized autograft harvested from the laminectomy, as well as rhbmp-2 and we under fluoroscopic guidance tapped it into the l5-s1 disk space and turned it so it was in the anterior portion of the disk space. We then put rods in bilaterally and compressed down upon that and final tightened both rods; we then placed a cross-link between the l4 and l5 screw heads. We then irrigated copiously with saline impregnated with bacitracin and h202. We then used rhbmp2 (rh bone morphogenic protein) wrapped around morcellized autograft harvested from the laminectomy and placed it out laterally over the lateral facets and transverse processes which had been decorticated previously. ..."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.